Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws remained activated after finger trigger was disengaged on the vaso view hemopro. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is complete. A lot history record review was completed for the reported product lot number. There was no nonconformances recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).